Manufacturer narrative:
It is unknown whether this device will be returned for analysis. Should the device be returned, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that the patient with this device experienced a syncopal episode. A replacement procedure was performed, this device was removed and replaced. The chronic ventricular lead was reconnected to the replacement device and no further issues were reported.